Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test. The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case at the display window corners, display window, reservoir tube window, reservoir tube window corners, reservoir tube and battery tube threads. The device was also received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was less than 20 mg/dl. The customer was admitted to the hospital for hypoglycemia. The customer was given dextrose to correct her low blood glucose readings. The customer stated that over the summer, the screws in the reservoir at the top have been broken. The customer stated that she has been using tape to hold it down. The customer stated that the screw to motor is not screwing in right. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.